Event description:
Deer, timothy r. "A prospective analysis of intrathecal granuloma in chronic pain patients: a review of the literature and report of a surveillance study". Pain physician. 2004; 7:225-228. Six patients were found to have a significant lesion, requiring percutaneous catheter revisions.

Manufacturer narrative:
.